Manufacturer narrative:
Evaluation of the dvice could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, review of the device data logs of an astral device identified a total power failure alarm. There was no harm or serious injury reported as a result of the incident.

Event description:
During resmed evaluation, review of the device data logs of an astral device identified a total power failure alarm. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).